Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock from their implantable cardioverter defibrillator (ICD) when the patient was not experiencing ventricular tachycardia (vt) or ventricular fibrillation (vf) at the time of the shock. The ICD remains in use. No further patient complications have been reported as a result of this event.